Manufacturer narrative:
Product event summary: manufacturer's analysis was not able to confirm the customer comment that the atrial channel of the device did not work, however noted that the stylus touch-pen did not align with the cursor on the display screen of the device, and the flex tape to the display was creased. It was also noted that a cap was broken off of the link electronic module (lem) assembly, and the upper case was damaged. All found defective parts were replaced. The device passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial channel and display screen of the programmer did not function. The programmer has been returned for repair. No patient complications have been reported as a result of this event. It was further reported that the returned programmer subsequently tested out of specification during manufacturer¿s analysis.